Manufacturer narrative:
Investigation of first returned suspect battery charger 1 was unable to confirm a functional problem. Charger 1 board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. Installed charger 1 in test imaging system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found. The motion batteries and battery charger 1 were replaced by a medtronic representative. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Battery charger board 1 was replaced on the imaging system and the part was returned to the manufacturer for analysis. However, analysis of the part is not yet complete.

Event description:
A medtronic representative reported that the imaging system battery charger boards needed to be replaced. This was discovered during a scheduled preventative maintenance visit; no patient was involved.